Manufacturer narrative:
Olympus keymed investigation completed. No fault found with the wm-np2 workstation. The failure occured due to the customer facilities. In that the power socket was contaminated with wire fragments. Failire also attributed to user error (though understandable as the wire fragments may have been difficult to see in poor light) when the plug was iinserted into said socket. A request has been sent to the customer advising to check all sockets in the facility for the same issue. Info and images provided sufficient.

Manufacturer narrative:
The suspect device has not yet been returned to olympus keymed for investigation / evaluation. The return of the device has been requested.

Event description:
A doctor at the facility suffered an electric shock when plugging the power plug of their exera 3 tower into a socket in the examination room. The doctor called an ambulance after the incident and had a medical checkup. The doctor did receive an injury following the incident - a small burn on their hand. This is a new practice and the complete electrical system has been rebuilt. A technician has been on site and checked the equipment and could not find any defects.